Event description:
Defective soda-lime cannister issue. Received call from anesthesia tech. She said the anesthesiologist was not able to ventilate the patient in or and they had to switch out the anesthesia machine with one from another or. I checked the machine and found one of the soda-lime packs to be the problem, it did not have any holes in the bottom of if to allow flow through it. Aestiva anesthesia machine.health professional's impression:visually see the holes intended to be on the bottom of the filter had not been cut out of the plastic. Manufacturing flaw.